Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for call was on monday the patient had to have several mris done and they put the device into MRI mode. The patient was going to turn the whole thing off but they told them to turn it on MRI mode. Today is friday and they normally still have some urges to go to the bathroom to go potty. Since then, they have barely had any urges and their urine is so dark and has a smell to it. Before the MRI if they came in from being gone, they would feel like they had to run and now they didn't have that. The patient has stage 3 kidney disease. They drink a lot of water because they have medication that makes them dry mouthed. The therapy was still on program 7 at 2.5 volts. The issue started on monday. When they woke up when they got home they w ere put under because they had 4 MRI's done at the same moment. They were extremely thirsty so they were just drinking. They laid down and took a 2 hour nap and got up and noticed they still didn't have to go the bathroom. At 6pm that night they felt like they needed to go but their urine was extremely dark and had a smell. The patient wanted to make sure the device was out of MRI mode. Walked caller through checking settings and the therapy was on. Told the caller to follow up with her doctor about their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-22 additional information was received from the patient. The patient repeated information about their lack of urges following MRI. Being concerned, the patient scheduled an appointment with their doctor. However, the urges returned so they cancelled their appointment. The patient was still having issues getting to the bathroom on time so they were thinking they needed custom settings since they were still on program 7 with high settings. The patient reported that the lack of urges was resolved, but the issues with getting to the bathroom on time were ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.